Event description:
The customer contact reported a nondelivery. At an unspecified time the pump was programmed in the epidural mode to deliver an unspecified concentration of marcaine and fentanyl, for continuous only, at a rate of 11ml/hr, and an unspecified loading dose. Upon initiation of the delivery, the pump alarmed with an error code. The pump was powered off, powered on, and the therapy was started with no further alarms. Approx 3 hours later, the pt had not experienced any pain relief. At this time it was noted the pump had not delivered any medication. The customer contact stated, "the bars appeared across the screen as if it were infusing," however, the medication bag remained full. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device.